Event description:
The pt had one lesion treated. Two endeavor rx drug-eluting stents were implanted (overlapping) to the mid rca as treatment of the target lesion (ref MFR # 2953200-2010-00757). A dissection is reported to have occurred during the index procedure. Pt was asymptomatic at 1 month, 6 month, 1 year and 1.5 year f/u.

Manufacturer narrative:
(B) (4). Dissection.